Event description:
It was reported that during a lead explant procedure due to the patients fall, the distal contact portion of one lead broke off in the epidural space and was not able to be removed.